Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported increased bowel frequency. The patient reported that the bowel frequency started after a fall and also after the fall the patient noticed a change in her overactive bladder symptoms. The patient stated that the fall occurred about a month to a month and a half ago. The patient stated that she is going to see her healthcare provider (hcp) on (B)(6) 2012, but is not sure if this hcp works with the device. The patient was provided with a listing of hcps who work with ins therapy in her area. The patient was also advised that she may want to consider turning stimulation off and the patient did turn off stimulation. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0uu6y, implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient met with the healthcare provider from the original call and they reprogrammed their device. The healthcare provider suspected that a lead may have migrated. The patient symptoms were resolved.